Manufacturer narrative:
H4: the lot was manufactured from september 12, 2022, to september 14, 2022. H10: the device was received for evaluation containing 12 ml of fluid in the bladder. A visual inspection with the naked eye showed no signs of a physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused; further described as the pump containing medication did not completely drain. This was identified during infusion with desferal. There was no report of patient injury or medical intervention associated with this event.